Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. No prime alarm noted. The insulin pump passed idle current test, run current test, self-test, off no power test, error test, basic occlusion test and displacement test. We were unable to perform occlusion test and no delivery test due to prime anomaly. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal. Customer's blood glucose was 3.2 mmol/l. Insulin pump will be replaced.